Event description:
It was reported that the customer experienced a cartridge change error and frequent occlusions within the week of september 19 to 23, 2025. Despite the issues, the customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact reported. The customer followed technical support's instructions to inspect and clean parts of their pump and successfully resolved the issues by changing the infusion set and cartridge, allowing them to resume insulin delivery. There was no additional information received regarding the outcome of contact attempts made by the technical support team for follow-up.